Event description:
A report was received that the device analysis of an explanted lead revealed that there were several contacts dislodged from the paddle lead. Four of the contacts were not returned. The physician assessed that those contacts were left inside the patient.

Manufacturer narrative:
Visual inspection revealed distal electrodes #1l-#4l and #5r, #7r were completely dislodged/removed from the paddle. Electrodes #2r-#4r and #2l-4l were partially dislodged but still connected to their respective cables. Four of the completely dislodged electrodes were not returned. The root cause of the dislodged and missing electrodes could not be determined.